Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report a discordant, non-reactive atellica im sars-cov-2 igg (scovg) result was obtained from a patient that was considered discordant compared to an alternative method result and a historical result from an alternate method. Qc was in range at the time of testing. The atellica im sars-cov-2 igg (scovg) instructions for use (IFU) states the following, under limitations: "results obtained with the assay may not be used interchangeably with values obtained with different manufacturers' test methods." "Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A non-reactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer observed an atellica im sars-cov-2 igg (scovg) non-reactive (negative) result from a sample that was considered discordant compared to the result from an alternate method and a historical result from an alternate method. The result was questioned by the physician(s). There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, non-reactive atellica im sars-cov-2 igg (scovg) result.

Manufacturer narrative:
MDR 1219913-2022-00091 was filed on march 21, 2022. Additional information: may 2, 2022. An outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report a discordant, nonreactive atellica im sars-cov-2 igg (scovg) result that was obtained from a patient that was considered discordant compared to two alternative method results. No pcr data or date of initial diagnosis was available. Per the summary and explanation section of the instructions for use (IFU) 11207632_en rev. 04, 2022-01, "multiple covid-19 vaccines target or include the s1 rbd, as data indicate antibodies to this region can be neutralizing. The ability to identify specific antibodies associated with neutralization is an important adjunct to the detection of an immune response to the sars cov 2 virus." Furthermore, the limitations section states: "results obtained with the assay may not be used interchangeably with values obtained with different manufacturers' test methods. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. It is currently unknown how long sars-cov-2 antibodies persist following infection and if the presence of antibodies confers protective immunity. A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." . There is no sample left to test , root cause can not be determined. In house data was reviewed and all release criteria was met. Siemens continues to test variants and there has been no data generated indicating we are not picking up all variants. There has been no product non conformance identified. In section h6, the investigation finding, and investigation conclusion codes were updated.